Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39286. Product type: lead. (B)(4).

Event description:
It was reported the patient experienced a "low out of range impedance value." It was further reported the patient was in the operating room for a trial and impedance values at 1.5 volts showed less than 50 ohms for "some of the 8-15 contacts." Contacts 0-7 were noted to be "ok" and it was stated the patient was "getting good stimulation with those." The impedance test was repeated at 3.0 volts and it was stated "all combos were showing less than 150 ohms." It was noted that "no saline was used." Additional information stated they "repositioned the lead in the multi-lead trialing cable" and that this "resolved the issue." It was restated that the lead was "seated in the multi-lead trialing cable" and was "repositioned." It was noted the patient's outcome was "fine."